Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The manufacturer¿s international service technician could not duplicate the reported error code issue but did confirm the occurrence of the error code in the diagnostic report. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A data acquisition (da) pcba was return for analysis. An investigation was performed and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ¿check vent: proximal pressure sensor range error¿ is activated. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.